Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 1 event was reported for this quarter. Product return status - 1 device was received for evaluation.  Evaluation status - 1 device evaluation is in progress. Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was bent. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
Supplemental rationale corrected data: 1 event(s) was/were previously reported during the reporting quarter; however:  - 1 event(s) was/were reported in error.  - 0 events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device was bent.